Event description:
A caller reported a malfunction alarm with unspecified blood glucose levels displaying as "high." The customer administered a correction bolus via their insulin pump and did not require any third-party assistance. The customer followed instructions to load a new cartridge and successfully resumed insulin administration. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.